Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence and could feel the balloon in their abdomen. The device was removed and replaced. No further patient complications were reported.